Event description:
Dealer states that on s/n (B)(4), the right motor gearbox locked up. Alleges that the customer felt the motor gearbox dragging and then it heated up and locked up. Dealer states customer was using wheelchair in his home. No injury is alleged.

Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol ivc-cef0010-01 determined this is an MDR. (B)(4) had been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) was approximately 1 month old at the time of the incident. The owner's manual part number 1143190 rev j (nov-10) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Complaint of the motor locking up was confirmed. The unit was returned and a full evaluation was conducted by invacare returns team. The device was evaluated and tested. It was found that the motor was binding up. The motor brake was removed and the motor operated with no discrepancies. Unit was replaced.